Event description:
Spontaneous call from (B)(6) case manager from regional hospital calling in to see if patient will be provided with flush supplies and nursing for pt. Pt is currently hospitalized. (B)(6) advised due to clogged lumen. Admission date and length of hospitalization is unknown. No further information provided. Reported to (B)(6) by: health professional.